Event description:
Dentist's office called in and said a pt contacted them and reported swelling of the lips and small blisters on her tongue. The pt noticed this on the morning of sunday (B)(6) after 2 nights of whitening. The pt called her dentist monday morning. The office prescribed benadryl and told the pt to stop all whitening until the symptoms subside. On wednesday the pt was contacted and said the swelling has not gotten any better and the blisters spread to her lips. Evolve personnel informed dental office that the desensitizer likely caused an allergic reaction. The pt has been instructed to stop all whitening until the symptoms subside. Any future whitening would be done without using the desensitizer. Evolve customer support contact dentist's office on (B)(6) 2014 to check on pt condition. Dentist's office stated they would check on pt soon.

Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.